Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were residues of liquid inside the heater chamber, which shorted the circuit board and damaged the safety thermal fuse. It was also found that the potentiometer and control knob were damaged/broken due to a possible impact. Based on the investigation performed, the reported complaint of "unit would not heat" was confirmed. The device will be repaired and returned.

Event description:
The customer alleges that the unit is not working. No patient injury reported. The patient's condition is reported as fine.

Event description:
The customer alleges that the unit is not working. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was conducted and no issues were reported. The product was manufactured in accordance with good manufacturing practices and found to be in compliance with specifications. The estimated age of the device is of approximately 1928 days.